Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control was within acceptable range. The ccc specialist had the customer prepare fresh diluent and perform manual dilution on the original and the alternate dimension vista instrument, resulting lower. The ccc specialist dialed into the customer's system remotely and performed reagent 2 (r2) bottom of cuvette correction (bocc), which failed due to the process error of mixer test low current. A siemens customer service engineer (cse) was dispatched to the customer site. Upon the siemens regional support center (rsc) specialist's recommendations, the cse checked the r2 mixer and noted that the probe was vibrating and producing unusual sound. The cse replaced and auto-aligned the r2 mixer and corrected bocc. The cse ran service method testing, quick check, alignment tests, mix tests, and quality controls, all of which were acceptable. The cse then auto-diluted a known patient sample with high ctni result, which did not correlate with the initial result. The ccc specialist reviewed the instrument data, which was indicative of a dilution issue. The ccc specialist followed up with the customer. The customer stated that the cap on the ctni dilution bottle indicated that it was punctured but the bottle was full. The ccc specialist suggested that the customer performs testing with lid off of dilution bottle to determine if the issue was with aliquot probe. The customer found that the aliquot probe was not puncturing through the lids of the dilution bottle. The customer used other dilution vials and observed the same issue. Upon the ccc specialist's recommendation, the customer cleaned the aliquot probe lead screw and then re-lubricated and realigned it. A service method testing was rerun and two patient samples with known high ctni values were auto-diluted, which correlated well with their original results. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained upon repeat testing on one patient sample on a dimension vista 500 instrument. The sample was originally run neat, resulting above assay range. The sample was then auto-diluted on the same instrument, which resulted falsely elevated. The discordant result was not reported to the physician(s). The sample was auto-diluted on an alternate dimension vista instrument, resulting lower. The customer prepared a fresh diluent and performed manual dilution. The sample was run on the same instrument and on the alternate dimension vista instrument, resulting lower. One of the results obtained on the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences(s) due to the discordant, falsely elevated ctni result.